Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b not working was confirmed during product evaluation. The root cause of the reported problem was determined to be a cascade failure. Channel b was repaired to correction this issue. The device history review shows a failure of 810:04 message. Pump was reworked and passed all subsequent testing. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility reported a colleague infusion pump with "channel b was not working". This event occurred upon power up in biomedical service. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.